Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this patient underwent a tka. On (B)(6) 2021, the patient underwent a revision for reasons that are unknown. No additional information is available or forthcoming.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Reason not reported.